Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products ¿ medical product: unknown finn tibial tray, catalog #: unknown, lot #: unknown; unknown finn patella, catalog #: unknown, lot #: unknown; unknown finn bearing, catalog #: unknown, lot #: unknown. This investigation is still considered to be closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09495, 0001825034-2017-09496, 0001825034-2017-10474.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
The journal article cited 10 cases of aseptic loosening requiring revision. No further information has been made available.

Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2017 - 09495. 0001825034 - 2017 - 09496. Report source: literature: cottino, u., abdel, m. P., perry, k. I., mara, k. C., lewallen, d. G., & hanssen, a. D. (2017). Long-term results after total knee arthroplasty with contemporary rotating-hinge prostheses. Jbjs, 99(4), 324-330. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The journal article cited 1- cases of aseptic loosening requiring revision.no further information has been made available.